Event description:
The patient reports, they fell about one month ago and have experienced a tremor on one side of their body upon waking each morning. The internist has done testing that has not determined a cause. The physician reported the patient experiences tremors when she wakes up, that lasts up to one minute; her medications were adjusted and reglan was put on hold. A CT scan of brain was acceptable. The patient's current status shows they still have tremor. The patient will follow-up for pain stimulator adjustment.